Manufacturer narrative:
Continuation of d10: product ID unk-nv-marksman (unknown); product type: ; implant date n/a; explant date n/aproduct ID unk-nv-cello (unknown); product type: ; implant date n/a; explant date n/ag2: citation: authors: uysal e, bodelschwingh b, tabakci o, basarir c, bulut s. Combined aspiration and stent retriever thrombectomy for distal carotid artery occlusion using balloon guide versus non-balloon guide catheter. Journal of clinical medicine 13, 1978 2024. 10.3390/jcm13071978earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The literature reviewed in the study aimed to compare balloon guide catheters (bgcs) versus non-balloon guide catheters (nbgcs) as a part of a combined treatment modality in patients presenting with acute ischemic stroke. The study was conducted over a period from between april 2018 and october 2020. Among the devices used, the study specifically mentioned the utilization of medtronic's solitaire stent and cello and marksman catheters. No procedure-related mortality was observed; however, 7 (25.9%) patients in the bgc group died before discharge compared to 16 (42.1%) in the nbgc group. The two groups didn¿t differ in terms of the nihss score change compared to baseline. Moreover, there were no significant differences between the two groups in terms of the successful recanalization rate, three-month favorable functional outcome rate, and in-hospital mortality.